Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl+ defibrillator paddles needed to be replaced during patient use. There was no negative patient impact.

Manufacturer narrative:
The information received clarified that the issue was not with the paddles (which would be reportable) but was with the paddle tray (which is not reportable). This complaint is no longer reportable and has been updated to not reportable.